Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient thought the por displayed on the ins recharger (insr) was a warning por, but that it could be informational. The patient did not have their equipment with them at the time of the call. Patient services reviewed steps for clearing an informational por and redirected the patient to their healthcare provider (hcp)/manufacturer representative (rep) if it is a warning por. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that a power on reset (por) message was seen and the ins will not charge or function. No symptoms or further complications were reported.